Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples/photos received with this complaint therefore an examination of the reported condition could not be made. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. Based on the investigation and analysis, the most possible root cause would be human error since the counting process at the supplier is 100% manual counting. Manual counting is a repetitive operation which is easily to produce fatigue for operators/inspectors. As continuous improvement activities, the supplier will update their weighting process (add auto weighting machine to prevent human error) since (B)(6) 2015. This lot was made prior to the action implementation. This complaint will be used for trending purpose.

Manufacturer narrative:
Submit date: 4/05/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lap sponge. The customer reports that in preparation to begin the surgical procedure, the laps were counted and found to be (B)(4) in the pack instead of the (B)(4) that is expected. Laps were immediately thrown off the field.